Manufacturer narrative:
(B)(4). The device catalog number as reported (116100) is incomplete. Teleflex has requested additional information from the customer. The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the double lumen bronchial tube (size unreported) has a broken catheter mount. Alleged defect reported as discovered prior to use on a patient during inspection/functional testing. No report of patient harm or consequence.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The customer returned one piece of the angular connector for evaluation. A visual exam was performed and it was observed that the cobb connector was broken. Dimensional measurements (inner and outer diameter) were done on the 22m/15f swivel and cobb connector and they were found to be within specification. Based on the investigation performed, the complaint of broken connector was confirmed. A non-conformance was opened to address this issue. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges the double lumen bronchial tube (size unreported) has a broken catheter mount. Alleged defect reported as discovered prior to use on a patient during inspection/functional testing. No report of patient harm or consequence.